Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inquirer stated their wife has been using purewick female external catheter and had a few utis. They stated that the nursing home told them the purewick caused more urinary tract infection due to the suction, therefore it was not recommended. And asked whether bd recommends any medications for the prevention of utis. It was unknown what medical intervention was provided for urinary tract infection. Verbal response notes: discussed how the purewick works and how there was no suction directly on the patient. Even though catheter associated urinary tract infection were less common with external collection device than iucs, infections can still occur. Factors like device fit, duration of use, skin condition, and hygiene practices affect this risk. Bacteria from the skin or external sources can contaminate external collection device's and cause infections if not properly managed. To reduce these risks, it's important to maintain hygiene, monitor regularly, replace devices as needed, and educate healthcare providers and patients. More research is needed to standardize practices and assess the impact of external collection device's on catheter associated urinary tract infection rates. Proactive care was key to minimizing complications from ecd use. Inquirer did not want to troubleshoot they just wanted recommended medication. Suggested they discuss the urinary tract infection and causes with hcp as bd cannot make recommendations on medication.